Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device was explanted.